Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6)2026. The patient's blood glucose (bg) level reached 550 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient stated that while seeking medical attention, they removed the pod because it was generating alarms and causing stress. The patient reported no other systems other than high bg levels. The patient further reported that they were diagnosed with dka upon evaluation. Treatment included intravenous insulin therapy, and the patient was advised to use insulin pens for the following few days. The pod was discarded and was not available for evaluation. The patient remained ER for approximately 8 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.